Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The sample initially resulted as 0.178 miu/ml when tested on the e411 analyzer. The sample was repeated using a qualitative assay manufactured by (B)(4), resulting as 1000.00 miu/ml. An aliquot of the sample was sent to an external laboratory for testing on a beckman analyzer on (B)(6) 2018, resulting as 25221.73 miu/ml. The 25221.73 miu/ml value was considered to be correct and released to the patient. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 259199. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing and there were no problems with the analyzer. No relevant alarms were observed in the alarm trace. Quality control results on 06-apr-2018 were within expectations.

Manufacturer narrative:
The last calibration done on 24-mar-2018 showed no indication of an issue. Performance testing passed. The customer did not use mandatory rack adapters for 13 mm diameter tubes. A general reagent or instrument issue could not be identified. The investigation was unable to find a definitive root cause.